Event description:
According to additional information received, there was nothing different noted regarding the dynamic anchor when removing the assembly from the plastic card or sliding the dynamic anchor prior to implantation. Additionally, there was no notable resistance during tensioning before the dynamic anchor separated. The dynamic anchor prong remains implanted in the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no coloplast capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number and failure mode. As the failure occurred during tensioning, there could be multiple potential root causes not related to the non-conformance. Further investigation into this complaint will be executed and a conclusion commented at a later date. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the sling anchors were placed to surgeon's satisfaction; however, when the surgeon was tensioning the sling, the dynamic anchor pulled out. It appears that the prongs separated on the anchor. It was noted the patient had history of previous transvaginal prolapse repair but no prior sling. Another sling was used successfully, and the issue resulted in a minimal delay (5 minutes).

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. There were no coloplast capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number and failure mode. As the failure occurred during tensioning, there could be multiple potential root causes not related to the nc. Therefore, further investigation into this complaint was executed. R&d investigated further by testing the dynamic tensioner to anchor separation force 15 altis assemblies from lot (B)(4) (similiar lot tested as no units were available from the complaint lot). Dynamic tensioner ID and anchor od were also measured. Testing and measurements were performed per a controlled procedure. All device assemblies performed as expected, no unexpected tensioner to anchor separation force was observed. Tensioner and anchor measurements were also as expected after device assembly. No abnormalities were found at the device assembly level. Molded parts and raw material were evaluated by the supplier and no related abnormalities identified.

Event description:
According to additional information received, there was nothing different noted regarding the dynamic anchor when removing the assembly from the plastic card or sliding the dynamic anchor prior to implantation. Additionally, there was no notable resistance during tensioning before the dynamic anchor separated. The dynamic anchor prong remains implanted in the patient.